Event description:
Customer states patient reportedly received results of rrlo (less than 30 mg/dl) and 124 mg/dl within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.